Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that am interlink set ¿fell apart at the luer lock connecting anesthesia ports manifold after finger tightening¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured 6/23/16-6/24/16. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.